Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the hypotube identified multiple kinks. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 2mm longitudinal tear in the mid-section of the balloon body. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The balloon could not be inflated due to the presence of the 2mm longitudinal tear in the mid-section of the balloon body. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that balloon was leaking. The 78% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was leaking from the tip of the device from a hole in the inner shaft. The device was simply removed from the patient. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure. However, device analysis revealed a 2mm longitudinal tear in the mid-section of the balloon body.